Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novalog.

Event description:
It was reported that the customer has been experiencing high blood glucose levels. Customer gave herself corrective boluses to stabilize her blood glucose levels. The insulin she is currently using is apidra.